Manufacturer narrative:
The reported event was inconclusive. As no sample was returned, it cannot be determined if the device met specifications or its relationship with reported event. Based on the reported event, its is unknown if the device was used for treatment or diagnosis. A potential root cause could be due to "balloon molding" or "bad fit with shaft". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and cause balloon to burst." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when asked what unexpected challenge they faced while using the temp sensing foley product, the respondent said the catheter had urine leakage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that when asked what unexpected challenge they faced while using the temp sensing foley product, the respondent said the catheter had urine leakage.